Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 400 mg/dl. Troubleshooting advised the customer to remove reservoir and disconnect the set and rewind the pump. The customer indicated that insulin exited the tubing. The customer was advised that the pump was operating as designed.